Event description:
The customer reported that the 9900 system was arching and had an error message during case. The procedure was completed with another system. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and regreased during the service call. The system was tested and found to be working as intended and put back into service.